Manufacturer narrative:
Upon review of the device history for the serial number (B)(4) was determined that the device was manufactured on 28-jul-2014 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact there are no repairs available for the video baton the customer was advised to replace the glidescope avl video baton 3-4. The customer requested to have their device evaluated. However at the date of this report, the device has not been returned to verathon. The cause could not be determined at this time, but it is likely that the age of the device, four (4) years caused or contributed to the event. Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was manipulated. The procedure was completed using this unit with no delay noted. No harm to patient or user was reported.